Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -09.50. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 -09.50 diopter implantable collamer lens in patient's right eye on (B)(6) 2015. Low vault was noted. The lens explanted and exchanged for a longer length lens on (B)(6) 2015.